Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was received with normal operating currents. Device was monitored for several days and no unexpected powering off or blank display noted. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected constant tone of alarm, audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a white display. The customer stated that the insulin pump received an error which was saying that the buttons had pressed for too long and had a white screen for a couple of seconds and then it turned off and it was giving a constant tone of alarm. The customer was unable to perform a self test since the pump was off and the test failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.